Event description:
It was reported that the pacemaker was explanted due to premature battery depletion (pbd). The device was replaced. No additional adverse patient effects were reported. The device is not expected to be returned.